Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was encountered during pd treatment. There was an air detected in cassette warning during fill 2 of 6. Treatment was stopped and fluid was found in the pump module area of the cycler and on the external cassette. There was fluid found leaking from a pinhole on the back of the cassette. In a follow up, the facility administrator(fa) verified the event and said there was no harm, intervention or adverse event due to the leak. The patient was able to do manual treatments until a new cycler did arrive. The cycler is available to return.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was encountered during pd treatment. There was an air detected in cassette warning during fill 2 of 6. Treatment was stopped and fluid was found in the pump module area of the cycler and on the external cassette. There was fluid found leaking from a pinhole on the back of the cassette. In a follow up, the facility administrator(fa) verified the event and said there was no harm, intervention or adverse event due to the leak. The patient was able to do manual treatments until a new cycler did arrive. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.